Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving the message, "sensor will be ready in 60 minutes" from the freestyle libre 2 sensor, and was therefore unable to obtain readings. The customer experienced a loss of consciousness and was taken to the hospital where an unspecified glucose reading was obtained. The customer was diagnosed with hypoglycemia, however, customer reportedly did not receive any treatment and was sent home. No further information was provided. There was no report of death or permanent injury associated with this event.